Event description:
It was reported that the right atrial (ra) lead had dislodged and withdrew into the brachiocephalic vein on x-ray. In addition, it was found the ra lead experienced undersensing as no atrial egm was noted. A lead revision was attempted, but the ra lead had looped into the brachiocephalic vein and was unable to advance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found; full lead returned and analyzed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.